Event description:
During implant, the right ventricular lead dislodged and perforated the interventricular septum. During repositioning, the helix of the lead was unable to retract. The lead was replaced, no intervention was performed to treat the perforation, and the patient was stable.